Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain and cloudy drainage. The cause of the event, patient hospitalization, treatment and action taken with pd therapy were not reported. At the time of this report, the patient was recovering from the events. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.